Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported by the patient that the ins stuck out and got stuck on things. The patient said the swelling went down however the ins still stuck out and that the health care professional (hcp) was concerned about how much the ins moved around. The patient stated the hcp wanted to do a revision and use a pouch however they were on back order. The patient reported "it is still itchy ," and that they had been feeling more stimulation in their foot this past week. Patient services reviewed if it was uncomfortable, the patient should decrease stimulation. The patient also noted that they had a connective tissue issue (not alleged to be related to the device/therapy). The patient was redirected to their healthcare provider to further address their issues. Patient services also reviewed compatibility of hot tubs and heating pads with the patient.